Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a missing side outlet connector. Patient involvement unknown.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The patient outlet fitting was missing. The issue was identified to be due to improper usage. Users should be advised to disconnect the patient circuit with a clockwise twisting action to avoid loosening the connector. The patient outlet connector was replaced and tighten to required spec.